Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. A portion of the extracorporeal tubing and male leur was cut from the iab and not returned. The pressure tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and pressure tubing was performed and a leak was detected on the membrane approximately 1.3cm from the rear seal and measuring 0.025cm in length. The reported problem was most likely triggered by leaks which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. Reference complaint # (B)(4).

Manufacturer narrative:
Occupation: nurse manager. Additional initial reporter information:(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the cardiosave intra-aortic balloon pump (iabp) generated a catheter restriction alarm. The customer checked the helium tubing for any blood or specs of color. They discovered several dots of blood moving back and forth in the tubing but no blood near the iabp. The customer was advised to removed the iab as soon as possible. The need to remove the helium tubing from the iabp then clamp the line was also reviewed. The customer acknowledged this and agreed to remove it. There was no patient harm or averse event reported.

Event description:
It was reported that after three (3) hours of intra-aortic balloon (iab) therapy the cardiosave intra-aortic balloon pump (iabp) generated a catheter restriction alarm. The customer checked the helium tubing for any blood or specs of color. They discovered several dots of blood moving back and forth in the tubing but no blood near the iabp. The customer was advised to removed the iab as soon as possible. The need to remove the helium tubing from the iabp then clamp the line was also reviewed. The customer acknowledged this and agreed to remove it. New iab was not inserted. Patient was transitioned to comfort care. There was no patient harm or averse event reported.

Manufacturer narrative:
Additional information: describe event or problem, other relevant history, device not eval provide code, investigation conclusions investigation findings, return to manufacture date. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint#: (B)(4).